Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® deployment system. After advancing the trunk-ipsilateral leg component, the initial deployment stage was initiated. The physician then decided to move the device proximal, and constrained the device by turning the gray constraining dial clockwise. After moving the device proximally, the physician then turned the gray constraining dial counter-clockwise, however it would not fully open. The backup mechanism was not used. The physician then advanced a balloon catheter through the contralateral leg and to the proximal end of the device. Ballooning opened the proximal end of the device slightly. Then the physician disengaged the constraining mechanism per instructions, and removed the constraining mechanism by pulling the transparent knob straight out from the catheter handle. Ballooning of the proximal end was performed a second time. The device was now fully opened, and the physician was satisfied with the location. The procedure was then completed with no further issues. The delivery system was discarded and not available for evaluation.